Event description:
It was reported that cadd- solis vip ambulatory infusion alarmed cassette not locking, during testing. No patient injury reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. During the investigation of the latch lock flex, a stress mark was observed on one of the tracers. The tracer on the flex was severed. This occurs when too much force is used to insert the flex into the connector. The damaged latch lock flex was replaced. The cause of the reported problem was traced to the electronic assembler of the device (manufacturing process). DHR (device history review) (B)(4) was reviewed and there was no issues identified during the manufacturing of this device. Emailed manufacturing to have them review with their teams the potential for damages during manufacturing process.